Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 79 alarm, pump error 2 alarm or pump error 28 alarm. However, pump error 63 alarm confirmed in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received several error alarms. The customer reported that the blood glucose was 8.2 mmol/l at the time of incident. The customer reported that he was trying to bolus but the insulin pump stopped working. Troubleshooting was performed. The high pressure test was ran. The insulin pump detected no reservoir. The insulin pump continued to give error alarms. The customer was advised to replace out the insulin pump. The insulin pump will be returned for analysis.